Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bottom of the bile duct during a biliary stent placement procedure performed on (B)(6) 2014. The patient was noted to have a moderately tortuous anatomy and the stricture was dilated prior to the procedure. According to the complainant, the stent was implanted to treat a 2mm lesion with 45% stenosis and a band less than 45 degrees. The stent was deployed in the correct location and there were no issues during the initial stent placement. On (B)(6) 2014, the physician noted that the stent had migrated to the common bile duct. The stent was removed from the patient and another wallflex biliary stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent migrated. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bottom of the bile duct during a biliary stent placement procedure performed on (B)(6) 2014. The patient was noted to have a moderately tortuous anatomy and the stricture was dilated prior to the procedure. According to the complainant, the stent was implanted to treat a 2mm lesion with 45% stenosis and a band less than 45 degrees. The stent was deployed in the correct location and there were no issues during the initial stent placement. On (B)(6) 2014, the physician noted that the stent had migrated to the common bile duct. The stent was removed from the patient and another wallflex biliary stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that only the deployed stent was received for analysis, the delivery system was not returned. Device analysis identified no issues with the returned device which could have contributed to the complaint incident. The stent od was measured at several points along the body of the stent using a digital snap gauge and all measurements taken were within specification as per wallflex biliary stent product specification ((B)(4)). Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the bottom of the bile duct during a biliary stent placement procedure performed on (B)(6) 2014. The patient was noted to have a moderately tortuous anatomy and the stricture was dilated prior to the procedure. According to the complainant, the stent was implanted to treat a 2mm lesion with 45% stenosis and a band less than 45 degrees. The stent was deployed in the correct location and there were no issues during the initial stent placement. On (B)(6) 2014, the physician noted that the stent had migrated to the common bile duct. The stent was removed from the patient and another wallflex biliary stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.